Manufacturer narrative:
The device returned for analysis. Similar reports has been investigated and the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott will perform a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The investigation will be submitted as a follow-up once it is complete.

Manufacturer narrative:
Section a1, a2, a3, and a4: additional information. Section b5: in the initial submission it was reported that this is the second motor and console to malfunction on the same patient in the same day. The first motor and console are reported under MFR #'s 2916596-2019-03234 and 2916596-2019-03185, respectively. Section d3, g1, g2, h5, and h6 (results and conclusions codes): correction. The console in use during this event is reported under MFR # 2916596-2019-03394. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the report of a drop in pump speed was confirmed through the analysis of the returned centrimag 2nd gen primary console associated with this event. Per the log file's timestamp, on (B)(6) 2019 the console was supporting a system at a speed of ~4800rpm and a flow of ~5.2lpm for over 6 hours. At approximately 10:14pm of the same day the console alarmed with an active system alert:s3 alarm as a result of an active sf_ifd_shutdown_detected fault. Soon after, pump speed dropped down to ~3200rpm and the flow reading became blank with a reading of 0lpm. As a result, the console alarmed with set speed not reached:m5 and flow signal interrupted:f2 alerts. However, the motor continued to support the pump and flow would have continued to be present. Attempts to adjusted pump speed were unsuccessful. These alerts were captured until the pump was disconnected and the console was powered down at approximately 10:27pm. The log file did not capture any p3 alarms, as a result, the report of such an alarm could not be confirmed. The returned centrimag motor was visually inspected and found to be in unremarkable condition. Resistance and insulation testing of the motor's cable did not identify any issues. The motor was connected to a test system and operated without any issues being reproduced. Although the root cause of the reported event could not be conclusively determined, reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate the issue. This investigation determined that the root cause of the events captured in the log file was related to the motor used during the event. Action is being taken to address the issue and reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by the centrimag console which was running a centrimag pump. It was reported that the cmag console failed with a p3 alarm reading on the console screen, which then defaulted the rpms to around 3300 giving it 3l of flow according to the hospital staff. The motor and console were change; however, this is the second motor and console to malfunction on the same patient on the same day. No additional information was provided.